Event description:
Healthcare professional reported that a patient was injected in the cheek and chin with juvéderm® voluma¿ and juvéderm® volift¿. Approximately two months later, patient received unspecified covid-19 vaccination. Approximately two months after that, patient developed "hard granulomas in the injected areas." Biopsy was not provided. Patient was treated with hyalase®. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03325 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Clarification to a.2.: patient was born in 1967. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, patient underwent an ultrasound. Result was not provided. Symptoms have not resolved.